Event description:
It was reported that patient underwent a revision of the modular stem, due to a fracture on the pin of distal component and loosening. During the procedure a long extended trochanteric osteotomy had to be performed for revision of stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, b7, d2, d9, d10, g3, g6, h1, h2, h3, h6 d10: associated devices: item reference: unknown, item name: unknown duraloc shell, lot: unknown item reference: unknown, item name: unknown head, lot: unknown item reference: unknown, item name: unknown liner, lot: unknown the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: associated devices: item reference: unknown, item name: unknown duraloc shell, lot: unknown. Item reference: 00-8018-032-03 item name: 12/14 cocr femoral head 32mm +3.5, lot: 61901621. Item reference: 01.00401.055, item name: revitanâ®, proximal part, conical, uncemented, 55, taper 12/14, lot: 2640991. Item reference: unknown, item name: unknown liner, lot: unknown. The revitan stem and the cocr head were received for examination. The revitan stem is disassociated at the connection between the connection pin and the distal stem body; the proximal stem and the connection pin are still assembled. The distal and proximal parts of the revitan stem show damages in the form of scratches and nicks, most likely from the revision surgery. No bone ongrowth can be seen on the anchoring surfaces of the proximal part. Bone ongrowth can be seen on the anchoring surfaces of the distal part. Ofnote, the conical nut that should be screwed in the threaded area of the connection pin, was not returned for investigation. The edge of the connection pin between the flat surface and the press-fit region shows a chipped off area. The press-fit region of the connection pin is not anymore in its original condition and shows surface discoloration, polishing and signs of fretting corrosion. The proximal face surface of the distal stem is damaged, especially on the posterior flank, where it is possible to see some material deformation. The flat surface at the bottom of the press-fit region of the distal stem shows discoloration most likely due to fretting corrosion. The articulating surface of the cocr head shows countless surface scratches, while the non-articulating surface is inconspicuous. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Based on the reported products, it was determined that zimmer biomet products were used together with products from another manufacturer (duraloc® acetabular cup). This product combination has not been authorized by zimmer biomet. Medical records were provided and reviewed by a health care professional. The patient is male and born in 1973. According to the surgeon, the patient underwent an initial left tha in 2016; however, no information related to this implantation has been provided. After a fall, the patient suffered from increasing pain and swelling of the hip, and therefore underwent a bone scan on nov 27, 2019. The report on the result of this exam mentions a possible loosening. On nov 2, 2022, the patient underwent another bone scan. The report on the result of this exam mentions evidence of loosening of the femoral component of the left hip prosthesis. Subsequently, the patient underwent a revision surgery on jan 10, 2023. The surgical note of this revision describes breakage of the revitan stem at the taper junction. Intraoperatively, the distal part was found well fixed, sclerotic bone was noted adjacent to the proximal part and signs of a ununited previous trochanteric osteotomy were found. X-rays taken after the revision surgery were received, but they do not provide any additional information to the investigation and are therefore not addressed. Based on the information provided and the retrievals at hand, a dissociation of the connection pin of the revitan stem from the distal part can be confirmed. It was determined that zimmer biomet products were used together with products from another manufacturer. This products combination has not been authorized by zimmer biomet and might be a contributing factor to the reported event. If and to what extent this aspect may have influenced the reported event remains unknown. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). South africa. Concomitant medical products:¿ item reference: 01.00401.055, item name:revitanâ®, proximal part, conical, uncemented, 55, taper 12/14, lot number: unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a revision of the modular stem, due to a fracture on the pin of distal component. Due diligence is in progress for this complaint; to date no additional information or product has been received.